Event description:
A pt reported to bioform that they recently had their lips injected with radiesse. They feel that the material was injected too close to the skin, which resulted in a large bump on their upper lip. The pt says this bump is very noticeable and it is painful when rubber. They feel that it will require surgical intervention to remove the bump.